Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient could not read and vision was 20/25. Additional information has been requested and stated that, the patient had headache also. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).